Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit did not pass the self-test due to missing segments. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump communicated and calibrated properly with test bg meter. Pump was monitored with bg meter and no lost connection noted during testing. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found a crack lcd controller and moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm low bgs. No communication pump to transmitter was not confirmed. No communication pump to meter was not confirmed. No communication to mobile was not confirmed. Missing segments/partial display was confirmed due to cracked lcd controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor updating/sensor glucose not available, no communication between pump and mobile, no communication between pump and transmitter and no communication between pump and meter. The customer reported blood glucose value of 43 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-6101, mmt-1884, unomedical, mmt-332a, 09015728001m. The customer does not feel ok to troubleshoot for hypoglycemia. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature active at the time of the event. No further patient complications were reported. Troubleshooting was performed but the communication issue between pump and transmitter was not resolved. The communication issue between pump and mobile app was resolved by replacing the pump. No product return is required for mmt-7040a. No product return is required for mmt-6101. The customer will discontinue using the insulin pump. Mmt-1884 was requested and the device was returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for 09015728001m.